Manufacturer narrative:
(B)(4). The sample is not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.a 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the homechoice (hc) display during priming. The home patient (hp) has three bags connected and solution in drain bag. The hp restarted priming. The hp now stated that she changed the set, but not the bags. The technical service representative (tsr) advised the hp to restart with new bags and set. The hc device was operational. No patient injury or medical intervention was indicated at the time of the initial report. No clinical consequences for the patient were reported.